Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgtfc103 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer "a huber needle leaked overnight last night. Needle was only in place for <24 hours, patient had antibiotic infusion when leaking started." No other information was provided.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. A crack was observed in the y-site luer, extending from the threads nearly to the branch site. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the crack in the y-site. Microscopic inspection of the crack revealed a granular fracture surface. The crack occurred along a weld line in the molded material. Material discoloration and superficial stress cracks were observed in the vicinity of the fracture. The fracture appeared along a feature in the material that occurred during the molding of the y-site component and appeared to be the result of that weld line feature. The device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported by the customer "a huber needle leaked overnight last night. Needle was only in place for <24 hours, patient had antibiotic infusion when leaking started." No other information was provided.